Manufacturer narrative:
The insulin pump was received with blank display due to moisture damage electronic assembly. The pump was also received with moisture damage motor and vibrator motor during visual inspection. The pump was unable to perform operating currents, self-test, unexpected error test, rewind test, basic occlusion test, and occlusion test, prime test, excessive no delivery test and displacement test due to blank display. The pump had minor scratched lcd window, cracked case at display window corners, cracked battery tube threads, cracked reservoir tube lip and scratched reservoir tube window.

Event description:
The customer's mother reported via phone call of moisture damage and blank display from the insulin pump. The customer's blood glucose reading was unknown. The mother stated that the pump goes 1, 2 and stops. The mother stated that the pump was exposed to moisture. The customer stated that there is fluid under the display. The mother stated that there is a blank display. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. The customer will be sent a replacement pump.